Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3.5 months after the dental implant was placed in ada site 31 in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports pain and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 3.5 months after the dental implant was placed in (B)(6) site 31 in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports pain and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)